Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27567. It was reported that the patient¿s chronic right ventricular (rv) lead exhibited high capture threshold and lead wear was suspected. The physician opted to explant and replace the lead on (B)(6) 2021. When implanting the new rv lead, it was noted the lead exhibited loss of capture. The lead was replaced with another lead with good pacing. The patient was stable.

Manufacturer narrative:
Correction: h6 codes should reflect non-return.